Event description:
It was reported that the needle shields were hard to remove and the needle hub assembly was stuck in the shields. Also, the consumer reported that he found a few needles were bent at the metal part when the shields were removed. The following information was provided by the initial reporter: consumer reported found several from this box with needle shields hard to remove needle hub assembly stuck in shields. Consumer reported found a few needles bent the metal part, when remove shields. Date of event in the past few days. Unknown sample status awaiting samples.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned (26) 3/10cc, 8mm, 31g walgreens syringes in an open poly bag from lot # 9324122. Customer states that the needle shields were hard to remove and the needle hub assembly was stuck in the shields and the needles were bent. All returned syringes were examined and 8 out of 26 samples were returned with the hub-needle/shield assembly separated from the barrel. Also, 12 out of the remaining 18 samples exhibited a bent cannula. A review of the device history record was completed for batch # 9324122 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200865195] noted that did not pertain to the complaint. Hub separates and does not detach: process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Cannula bent: DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. (B)(4).

Event description:
It was reported that the needle shields were hard to remove and the needle hub assembly was stuck in the shields. Also, the consumer reported that he found a few needles were bent at the metal part when the shields were removed. The following information was provided by the initial reporter: consumer reported found several from this box with needle shields hard to remove needle hub assembly stuck in shields. Consumer reported found a few needles bent the metal part, when remove shields. Date of event in the past few days. Unknown. Sample status awaiting samples.